Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket had failed to stay closed. The field service engineer (fse) replaced the drawer control board, the pyxibus module controller board, and the retractor band on the main half height drawer 2.2. The fse then cleared the recover failed hardware screen. A firmware update was executed, and the medstation was rebooted. A final test was initiated using the hardware test application, and it passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie pocket failed to stay closed. The pharmacy had attempted to recover it; however, the pocket continued to pop out with the message: cubie recovered, pocket was released, please return the cubie to the pharmacy for replacement. The pharmacy had attempted to replace the cubie, but the discrepancy remained active. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.